Manufacturer narrative:
Device failed to vibrate during self-test due to vibrator motor connector broken black wire. No audio or beeping anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had vibrate anomaly. Customer¿s blood glucose level was 183 mg/dl. Customer stated that the vibrate did not work. Customer stated that the insulin pump was neither beeping nor vibrating currently. Customer stated that the insulin pump was set to vibrate and insulin pump battery was not low. Customer was assisted to performing a self test and the insulin pump did not vibrate during the vibrate test. Customer troubleshooting was performed. Customer was advised the insulin pump would need to be replaced and refer to back-up plan. The insulin pump will be returned for analysis.